Manufacturer narrative:
Device investigation results are indicative of a broken coil wire due to chronic implant movement which has led to device failure over time. As per received information, the recipient had no benefit with the device. The problems given in the recipient report seem to be congruent with the damage found. This is a combined initial and final report.

Event description:
The user had reportedly no benefit with the device. No further details have been received, despite repeatedly requested. The user was explanted with no reimplantation.